Manufacturer narrative:
Raw data was not provided for review and analysis. Therefore, the root cause of the discrepant result for sars-cov-2 could not be determined. A result discrepancy may be expected between assays due to potential differences in the tests¿ limits of detection (lod) and intended use.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from denmark alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated negative results for all targets (sars-cov-2, influenza a, and b) on the cobas liat analyzer. The same sample was repeated twice on competitor assays (bd max and genexpert) and generated a positive result for sars-cov-2. The negative results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.